Event description:
It was reported that 2 target lesions were treated, the left internal carotid artery (lica) and the left common carotid artery (lcca). A type 2 bovine aortic arch and 80% common carotid stenosis resulted in difficulty advancing devices, requiring buddy wires. The pt was reportedly uncooperative and there was pt movement during the procedure resulting in poor angiographic imaging. Although resistance was met advancing the emboshield nav 6 through the lica the filter was positioned using a buddy wire. Resistance was met advancing an rx acculink stent delivery system (sds). Using a buddy wire the sds was positioned in the lica lesion and the stent was deployed without difficulty. A dissection was then seen distal to the stent; blood flow was reasonably good so it was decided to treat the lcca. An xact stent was deployed in the lcca without difficulty; however, very poor flow occurred in the lica, associated with the pt developing decreased awareness. The poor flow was believed to be due to the dissection, therefore, a second acculink stent (6x30) was implanted, in the lica, using a buddy wire, to cover the dissection. There was difficulty advancing the emboshield nav 6 recovery catheter (rc) to retrieve the filter. Once a buddy wire was placed the rc advanced and captured the filter. Blood flow improved after filter removal and the pt's neurologic status returned to baseline. On (B)(6) 2010: carotid ultrasound showed lcca and lica stenting with preservation of flow. On (B)(6) 2010, 16 days post procedure, the pt was hospitalized with aphasia, right hemiparesis and extremely high blood pressure. CT of the head showed left middle cerebral artery hemorrhagic infarct and left parietal parenchymal hemorrhage. Laboratory results showed a ptt of 32 sec (normal range 23-31) and pt of 14.8 sec (normal range 12.2-14.5). The pt was discharged to a skilled nursing facility on (B)(6) 2010. On (B)(6) 2010 the pt was readmitted with pneumonia, hypoxia, and altered mental status. Tracheal aspirate culture grew enterobacter aerogenes. Fluoroscopy revealed a previously placed percutaneous gastrostomy tube was clogged and it was, therefore, replaced with a new tube. CT scan of the head showed slight interval evolution of frontal parietal intraparenchymal hemorrhage since (B)(6) 2010. Pneumonia improved with antibiotics. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The emboshield nav 6 is being reported under a separate medwatch report number. Eval summary: it should be noted that the acculink instructions for use lists dissection, cerebrovascular accident, hemorrhage, neurological deficit/dysfunction, occlusion and infection as known adverse pt effects associated with carotid stenting procedures. In this case, the pt was treated with medication and additional therapy/non surgical treatment (implant of another acculink stent). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported physical resistance appears to be related to the operational context of the procedure, and there is no indication of a product quality deficiency. Additionally, failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, device placement technique, interaction with the previously implanted stents, and accessory device support.